Manufacturer narrative:
E1: initial reporter postal code ¿ (B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The device was leaking from the moment it was opened and was not given to the patient. This was identified at the hospital prior to use. The device was filled with cefazolin (aft) 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between september 23-25, 2025. H11: the device was received for evaluation. A functional leak test was performed, and evidence of a slow leak was observed coming out at the junction of the tubing and stressmember near the fill port area. The tubing and the stressmember were found to be within specification. However, the tubing insertion depth was found to be inadequate. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.